Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed 182 treated episodes with 0 shocks delivered. A copy of the device's memory was analyzed and confirmed random corruption of the counter memory. Technical services (ts) confirmed this was a benign issue and can be resolved by resetting the counters. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.